Manufacturer narrative:
Further contact with the consumer gave nova biomedical info that the event was due to malfunctioning insulin pump. This event is being reported as an adverse event under the FDA's medwatch regulations.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the customer does not control solution test their test strips for integrity before use as instructed in our direction for use. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will not be returned for eval because the consumer used them up.